Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue; however, the reported issue was verified after an evaluation of the electronic device records. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report that while monitoring a patient's blood pressure and blood oxygen saturation levels, the device powered itself off. After approximately 3 to 4 seconds of operation, the device would power itself off. This occurred 4 times and then the device functioned properly. There were no adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient; however, no response has been received.